Manufacturer narrative:
Device was discarded, as there was no allegation of malfunction of the delivery system. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure, the use of the edwards thv devices and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, the exact cause is unknown, but may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, left ventricular (lv) perforation occurred. When a safari wire was placed in the left ventricle (lv), pericardial effusion gradually increased and blood pressure (bp) lowered. Pericardiocentesis resulted in withdrawal of venous blood and increase of the bp; which indicated right ventricular perforation by a pacing lead. The bp dropped again while a 20 mm commander delivery system was inserted and crossing the native valve. 1,500 ml of blood drained from the drainage tube and echo showed suspicious lv perforation by the guidewire. A 20 mm sapien 3 valve was immediately deployed in the targeted position, and then, the chest was opened for treatment. There was a damage in one (1) cm long on the lv observed. Suturing was ineffective, therefore, cardiopulmonary bypass (cpb) was introduced and the lv was surgically repaired. The cpb was weaned off and the patient left the operating room with intra-aortic balloon pumping (iabp). The patient also required transfusions of red blood cell and fresh frozen plasma but total amount was unknown. An operator mentioned the patient's myocardium seemed to be fragile but the event was unforeseeable. The device was discarded at the hospital and would not be returned for evaluation.